Manufacturer narrative:
Device history and sterilization records were reviewed. Ans was able to probe each of the electrodes on the paddle end of the lead and the 8 contacts on only 1 terminal end of the lead. We could not probe the second terminal end of the lead, as the severed wires had retracted into the lead body. Further investigation of the second terminal end of the lead would require destructive testing; however, the hospital requested that we not perform any destructive testing on the returned products. The paddle was visually and dimensionally inspected. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. It was determined that the paddle electrodes and terminal contacts were intact and passed continuity testing. Visually the paddle is clear. Both lead segments were discolored. Dimensions that could be measured were within specification. The paddle measured within spec for all outside dimensions. Functional testing could not be performed on the incomplete lead. Conclusion: the cause of the reported event could not be determined from the review of the DHR/sterilization records, from the electrical testing performed, from the visual inspection, or from the dimensional inspection. It was reported that the md stated he did not believe the symptoms were product related. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Ans received a report on 07/14/2009, that the pt was implant with an scs system the previous month. Post-operative the pt experienced numbness and diminished motor function in her left leg and the system was explanted. It was reported the md entered at t10 and used a dura separator to open the space. When the md attempted to advance the lead past t9, the lead would drift to the right or left. It was stated that the md was unable to keep the lead midline, due to something anatomical and placed the lead biased to the right due to the pt's right sided leg pain. Post-operative the pt reported heaviness in both arms. It was reported the md attributed the pain to the pt's past arm injuries. Later that night, the pt reported numbness and diminished motor function in her left leg. The md explanted the scs system and stated the pt's symptoms may have been caused by pressure on the spinal cord or bruising to the spinal cord. The md stated doppler showed the pt had some clotting. It was reported that the md stated he did not believe the symptoms were product related. It was reported that the pt was moved to the hospital rehab center and that three days prior to original date, the pt had a deep vein thrombosis. Md stated, during eight days after the original date follow-up, that the pt is out of rehab and is walking with a brace. Before the lead was returned for analysis, the two terminal ends had been cut from the paddle. Ans received the incomplete lead segments, and a few days later, the lead paddle was received for eval.